Event description:
It was reported that during a ptca treatment procedure, difficulty inflating the balloon was encountered. The physician was unable to inflate the maverick 2 monorail 20 mm x 2.0 mm angioplasty balloon at the lesion site in the artery. The physician realized the balloon had become separated from the shaft. No pt complications or injuries have been reported. No additional info is available at this time.